Event description:
The MFR's rep reported the pt's pump was programmed and started after implant. Several mins later, the pt experienced sedation and a decrease in blood pressure. The hypotension was treated with increased fluids and neosynephrine. The hcp indicated "the pt rec'd a partial bolus which was larger than intended due to dosing ml instead of mg." The pt was seen by the on-call dr and has reportedly recovered without sequela and is doing fine. The pump was restarted after the event. The drug contained in the pt's pump is unk.

Manufacturer narrative:
.